Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine check. Interrogation revealed multiple episodes of inappropriate automatic mode switch due to noise on the right atrial lead. The noise was reproducible with isometric exercises. Programming changes were made. The patient was stable.